Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was returned for analysis. A visual examination found that the balloon had been inflated and the stent had been deployed. The stent was not returned. The bumper tip of the device showed no signs of damage. The balloon had been inflated and no issues were noted with the overall balloon profile. A visual and tactile examination found a shaft hypotube break located 1060mm from the distal end of the hypotube. The hypotube was kinked in the region of the hypotube break. The detached proximal section of the hypotube including the manifold was not returned. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 22dec2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.00x12mm promus element¿ plus stent was advanced, however, the device was unable to cross the lesion. The procedure was not completed and the patient was sent for coronary artery bypass graft. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.